Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device came apart and was unable to be tested. It was noted that the device needed updating, bearing and o-rings were damaged and the clamping components were worn. The assignable root cause was due to loctite degradation from normal wear out from use. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the quick coupling for k wires device had two thirds of broken screws. It was further noted that the screws were loose and came apart. The reporter stated that no parts of the device fell into the patient and all pieces were retrieved. There were no delays to the planned surgical procedure and a spare device was available for use. The surgery was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.